Event description:
During an endoscopy stone extraction procedure, a cook fusion lithotripsy extraction basket was used. After sphincterotomy the physician inserted the extraction basket to remove the stone. The physician captured one stone and tried to manually fracture the stone. The extraction basket broke at the handle. The distal section of the device disconnected in the bile duct. The disconnected section of the device was retrieved. No harm was done to the patient. A section of the device did remain inside the patient's body. The distal part of the extraction basket was retrieved. The patient required longer anesthesia and surgery due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state, "visually inspect with particular attention to kinks, bends an breaks, if an abnormally is detected that would prohibit proper working condition, do not use." The instructions for use for the fusion lithotripsy extraction basket includes the following warning: "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.